Event description:
The patient was found unresponsive with his face down on the mattress with his torso between the side rails of the bed, with his left foot on the ground. He was last seen about 25 minutes prior and was centered in the middle of the bed. He is a right lower extremity amputee and was non-mobile prior to this incident. Once patient was found, he was lifted into bed and code proceeded but decision by family was to stop the code and not pursue heroic efforts. Autopsy was declined as the patient had a poor prognosis prior to the incident with multiple medical problems.